Event description:
The facility reported that on (B)(6) 2012 an intra-aortic balloon (iab) was inserted w/o difficulty into a pt in an emergency condition. The pt developed pulmonary edema whilst undergoing angio, and triple vessel disease was identified. Later that day, the pt underwent bypass surgery. The iab remained in place for 35 hrs w/o issue. On the night of (B)(6) 2012 the pump sounded four autofill alarms. The staff elected to continue therapy using a manual fill method bypassing the alarms. On (B)(6) 2012, the decision was made to remove the iab. Upon removal resistance was felt by the ICU registrar. During attempted removal of iab, the balloon tore at midpoint and the inner lumen broke at the proximal end of the balloon. At this time the staff noticed brown flecks (blood) in the extension tubing. Surgical removal of the balloon was performed by the vascular surgeon through the right groin after an unsuccessful attempt through the left groin. Upon removal, a large hard clot was noticed inside the balloon. After iab removal, bleeding on the pt¿s right groin was identified and the left leg became pale. The pt was returned to surgery to remove a clot in the left femoral artery. The pt was sent to recovery following the procedure.

Manufacturer narrative:
The customer did not return the device for eval; however, photographs of the device were provided. Based upon a review of the photographs, the device showed evidence of clinical usage, including a significant amount of blood. In the photos, large blood clots were observed within the membrane. The membrane, including the inner lumen, was torn in half, and was in two separate pieces. Since the device was not returned, no serial number or lot info is available and we are unable to determine the root cause of the iab leak. The customer elected to continue iab therapy despite receiving 4 consecutive autofill failure alarms. The instructions for use (IFU) clearly state in section iii (1) that if you continue to pump an iab that has a leak, gaseous embolic injury of organs may result, or a large blood clot may form within the balloon membrane requiring surgical removal of the iab catheter. In section iii (25) of the IFU it is noted that, ¿if you feel any undue resistance during withdrawal of the iab catheter, discontinue and consider removal of the iab via an arteriotomy.¿ difficult iab removal may be a result of entrapment, due to a dried blood clot having formed within the balloon membrane from a balloon membrane leak. The IFU continues in section IV (a) by stating that if a leak is suspected, the user must immediately stop pumping and remove the iab catheter. Based upon the customer¿s description of the event, the clinicians elected to continue pumping the iab overnight despite the 4 autofill failures, which appears to have led to clotting and potential entrapment of the iab. When they then attempted to remove the iab it is likely that extreme force was used and consequently, the iab tore requiring surgical removal. The customer does not attribute the reported event to the device. The iab was not returned, however based upon the reported event and photos provided, datascope corp theorizes that the following occurred; the iab was used in an calcified aorta environment which caused an abrasion leak. The facility then made a clinical judgment to continue iab therapy, even in the face of multiple alarms which were indicative of a leak. The iab then became entrapped. When the facility attempted to remove the iab, extreme force was applied to do so. Please note that a review of the datascope corp. Complaint records confirms that in the history of iab therapy, there have been no similar complaints where an iab was removed with such force that the membrane and inner lumen were torn into two pieces. An event of this nature is extraordinary. This very rare event was likely caused by not following the IFU when an abrasion leak developed in a calcified environment, and was precipitated by the extreme force applied by the clinician. Following receipt of the reported event, maquet reviewed the iab instructions for use with the customer, and also retrained the facility on proper techniques for iab therapy.